Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. A review by a clinical consultant has identified osteolysis of the greater trochanter region next to the accolade stem, and identified loss of proximal stem fixation as the cause of patient right hip pain. The following devices were also listed in this report: trident psl ha cluster 48 mm; cat#542-11-48d; lot#mmrkpa, 6.5 cancellous bone screw 25 mm; cat#2030-6525-1; lot#mnek9r, 6.5 cancellous bone screw 25 mm; cat#2030-6525-1; lot#mndny6, 32 mm +4 lfit v40 head; cat#6260-9-232; lot#45792201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: on the stem side, there appear to be some fixation issues. Even though the stem has adequate size and position, the implant-bone interface does not look healthy. There is loss of bone mineral density along the proximal medial interface while also the bone in the lateral greater trochanteric area has lost bone mineral density with actually some small areas of full blown osteolysis in the tip of the greater trochanter. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product evaluation, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported that patient had bilateral hip replacements and reported to doctor's office with a complaint of pain. Update 09 april 2018: a review by a clinical consultant has identified, osteolysis of the greater trochanter region next to the accolade stem, and identified loss of proximal stem fixation as the cause of patient's right hip pain.

Event description:
Rep reported that patient had bilateral hip replacements and reported to doctor's office with a complaint of pain. Update 09 april 2018: a review by a clinical consultant has identified, osteolysis of the greater trochanter region next to the accolade stem, and identified loss of proximal stem fixation as the cause of patient's right hip pain.